Event description:
Related manufacturer report number: 3006705815-2021-01853. It was reported that the patient was receiving ineffective stimulation due to the system autoreducing. It was noted that the patient sustained a fall about an hour prior to ineffective stimulation starting. As result the patient¿s leads were explanted on (B)(6) 2021 and one new surgical lead was implanted. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.